Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins and recharger both were not working (pt did not have insr to collect serial number). Patient services specialist (pss) inquired when the pt was last able to recharge and pt said "8 years ago". Pss inquired for further clarification and pt said that the last time they were able to recharge their current ins was probably a year after they were implanted (pt confirmed 2018, pt seemed confused). Pt wanted a rep to check their ins/device out in person. Pss sent email to reps in pt's area for further in-person assistance. Pt said they had ins replaced and confirmed it was due to normal end of battery life and mentioned that they've had "like 7 different batteries" in the past. Pt said they don't have a managing hcp for their ins however. Pt mentioned that they were disabled. Additional information was received from the patient. They worked with a local medtronic (mdt) representative (rep) to verify that the recharger was functioning. The battery implant would not take a charge. The issue has not been resolved, pt is trying to coordinate her upcoming back surgery with the battery replacement.

Manufacturer narrative:
Concommitant medical products: product ID 97754 lot# serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
N/a

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.